Event description:
It was reported that the rv lead was explanted due to lead fracture. The lead was returned and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead was explanted due to lead fracture. The lead was returned and subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event. A report and medsun were received and further report that an ICD shock storm occurred due to noise. A chest x-ray confirms fraying of the lead. Suboptimal r-wave detection was also observed.

Manufacturer narrative:
Evaluation summary: proximal conductor fractured; full lead returned for analysis. Received another report with no content changes from medsun received earlier, however, there is now a uf/importer number that is updated on this report.